Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) along with non-detection and a high out-of-range (oor) pacing lead impedance greater than 2,000 ohms in both bipolar and unipolar configuration. Impedances were in 470 to 560 ohms range and stable over the last several months. Additional information indicated that dizziness and lightheadedness were noted while patient sitting up; however, diaphragmatic stimulation was noted when laying on the left side. This rv lead was capped and surgically abandoned in the patient. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.